Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer did not need to replace the cartridge to resolve the issue and was able to resume insulin with the original cartridge after receiving tips from cts to prevent altitude alarms.